Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified two curved openings on radius, flat creases, and brown particles on the valve. Leak test and microscopic analysis were performed, which identified two curved striated openings on radius, non-penetrating nicks, and partial delamination on valve. Observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed; the result was no blockage. Based on the device analysis the final assessment was two striated openings, consistent with the use of some surgical tool, assessed as surgical damage. A partial delamination of the valve (cohesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.